Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
It was reported that the patient is a 27-year-old female who sustained a shoulder injury in 2021 and underwent 6 failed surgical repairs before undergoing a primary altivate reverse tsa on. Postoperatively, the patient developed a rash which the treating surgeon attributes to nickel allergy. The surgeon has requested a 36-4 nickel free glenosphere via compassionate use.